Event description:
It was reported that the customer experienced an issue where the pump incorrectly displayed the amount of insulin loaded into the cartridge multiple times over the last month. There was no adverse impact to the customer¿s blood glucose level. The customer declined follow-up from technical support, and no further actions or information were available.